Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure the forceps jaws would not close. Therefore, a specimen could not be taken. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 1) 6.2 inr/4.26 inr 2) 5.3 inr/3.68 inr 3) 4.8 inr/3.43 inr 4) 3.9 inr/2.90 inr 5) >8.0 inr/5.96 inr 6) 5.2 inr/3.98 inr 7) 4.1 inr/2.69 inr 8) 4.2 inr/2.98 inr 9) 6.7 inr/5.06 inr 10) 4.8 inr/3.60 inr 11) 3.5 inr/2.59 inr 12) 4.0 inr/2.98 inr 13) 6.0 inr/4.55 inr no actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller reports 5 meters were used during the correlation study, but she did not know which meter produced which discrepant result. (B) (4)